Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign body material has been removed') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("various physical complaints have developed"). The patient was treated with surgery (essure removal). Essure (ess205) was removed. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure (ess205). The reporter commented: in/around (B)(6) 2004, I underwent a medical treatment known as the ¿essure sterilisation method¿ in hospital. After the treatment, various physical complaints have developed. In the meantime, I have had follow-up treatments and the foreign body material has been removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign body material has been removed') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("various physical complaints have developed"). The patient was treated with surgery (essure removal). Essure (ess205) was removed. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure (ess205). The reporter commented: in/around (B)(6) 2004, I underwent a medical treatment known as the ¿essure sterilisation method¿ in hospital. After the treatment, various physical complaints have developed. In the meantime, I have had follow-up treatments and the foreign body material has been removed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.